Event description:
The customer stated that elevated architect troponin results were generated on (B)(6) patient that had attempted suicide with a firearm. An initial result of 0.124 ng/ml was generated. The sample was repeated with results of 0.320 and 0.295 ng/ml. A new sample was obtained which generated results of 0.030, 0.037 and 0.035 ng/ml. The original sample was repeated with results of 0.065 and 0.058 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed falsely elevated patient results, while using architect stat troponin-I, list 2k41-28, lot 03230un13. Accuracy testing was completed using retained kits of reagent lot 03230un13. Acceptance criteria was met, which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify malfunction/deficiency.